Manufacturer narrative:
Continuation of d10: product ID: non-medtronic product type: sheath product ID: non-medtronic product type: catheter product event summary: the afr-00001 sphere 9 catheter with lot 0013011195 and data files were returned and analyzed. Log files were returned from the field and reviewed. One image file was returned. The image revealed catheter inserted in the heart. During external visual inspection, the catheter was found to be intact, and no defects were observed. The cirris tester was used on the catheter for shorts and mapping tests, and the tests passed successfully. The catheter was functionally tested using test capital equipment. Radiofrequency and pulse field ablations were completed successfully with the catheter. A new map was started, and the catheter was able to map appropriately. In conclusion, the reporter catheter next to implantable cardioverter defibrillator (ICD) is plausible through data analysis of the image. The reported issue cannot be observed during testing. The catheter passed the returned product inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, following a left atrial ablation for atrial fibrillation, the ablation catheter was withdrawn into the right atrium for a right atrial isthmus ablation. Ventricular fibrillation was induced in close proximity to the patient's implantable cardioverter defibrillator (ICD) lead during radiofrequency ablation. During delivery, high-frequency artifacts appeared on the intracardiac leads. The patient was defibrillated once to restore sinus rhythm, and a second application was delivered further away from the lead; this was prematurely terminated after 1-2 seconds due to the recurrence of artifacts. The patient experienced repeated episodes of ventricular fibrillation with cardioversion to sinus rhythm. The procedure was subsequently completed using another manufacturer's products. The patient's ICD was switched off during the procedure. Postoperatively, the patient reported feeling well without any complaints and the ICD showed normal readings. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.